Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker and non boston scientific right ventricular (rv) lead had passed out and was in the hospital. It was noted that this had occurred back in december as well in which a spike in rv pace impedance measurements, remaining within normal range, was observed. While in the hospital the field representative observed loss of capture markers and fusion beats. There was no noise observed. The rv output was increased. Additional information was requested from the field. At this time the cause of the patient symptoms is unknown. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker and non boston scientific right ventricular (rv) lead had passed out and was in the hospital. It was noted that this had occurred back in december as well in which a spike in rv pace impedance measurements, remaining within normal range, was observed. While in the hospital the field representative observed loss of capture markers and fusion beats. There was no noise observed. The rv output was increased. Additional information was requested from the field. At this time the cause of the patient symptoms is unknown. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
Additional information was received that the pacemaker and non boston scientific right atrial lead exhibited pace impedance measurements of greater than 3,000 ohms. Myopotential oversensing was observed which resulted in inappropriate atrial tachy response episodes when in unipolar sensing. Boston scientific technical services discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.